Manufacturer narrative:
Investigation results: the shaver handpiece was returned for investigation. The investigation confirmed that the device activates on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reports of injury associated with this failure mode.

Event description:
The customer reported that the shaver handpiece would not recognize the blade and when the blade is first inserted the device starts on its own. There is no report of injury or surgical delay related to this event.